Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed.

Event description:
On (B)(6) 2014, it was reported that a button on the patient's infusion device was not functioning. At the time of report, it was not specified which button. No adverse event was reported. The infusion device could not be returned for legal and customs issues.

Manufacturer narrative:
(B)(4): product cannot be returned-customs issue.